Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known, documented in the labeling, and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material at the air/water cylinder and the air/water tube. There was no patient involvement.